Manufacturer narrative:
Output disabled by the pulse generator.

Event description:
Reporter indicated a vns therapy generator produced the message: "warning past projected end of service 0 months remaining." The message was received in the or during an initial implant surgery, after a system diagnostic test was performed. The generator was not implanted and a replacement generator was utilized. The generator was returned to the MFR and a product analysis verified the warning message. The warning message is associated with the output being disabled by the pulse generator; however, a root cause for this condition could not be determined. Once the output was re-enabled, the following was observed. Electrical test showed that the pulse generator was operating within specification. Good faith attempts to obtain additional info have been unsuccessful to date.